Event description:
It was reported that there was a loss of therapeutic effect. It was also noted that the patient was having ¿issues¿ with the ¿device.¿ the caller was redirected to the patient¿s healthcare professional (hcp). It was noted that the patient had an appointment (B)(6). It was later reported that the manufacturer representative received a message from the doctor¿s office (B)(6) 2014. The patient had a follow-up appointment (B)(6). The manufacturer representative requested follow-up after that date. It was later reported that with reference 0 all contact pairs showed >10 ,000 ohms. It was reported that: reference1: 0: >10k ohms 2: 692 ohms 3: 695 ohms reference2: 0: >10k ohms 1: 692 ohms 3: 692 ohms reference3: 0: >10k ohms 1: 695 ohms 2: 692 ohms. The stimulator was to cover both legs and the left arm. It was noted that the patient never received the coverage needed on his legs since implant but the arm was fine. It was noted that at some point he did receive some coverage on the leg. It was also noted that the patient could not stand for a long period of time. It was noted that the patient currently had one quad lead. The manufacturer representative was seeing the patient (B)(6) 2014 for reprogramming. It was later reported that the patient had a spinal cord injury and spasticity. It was noted that the patient¿s legs were becoming weaker per the patient¿s mother. The doctor did not feel this was related to the stimulation system. The cause of the event was other complicating factors not stim related. The event was not device related. The patient was not reprogrammed. The patient was being referred to the doctor for work up for the spasticity.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3986a, lot# n270491, implanted: (B)(6) 2013, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).